Manufacturer narrative:
This report is being filed to update the operator of the device. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that after placing this right atrial (ra) into target position the pacing thresholds were higher than expected. After multiple position changes the pacing thresholds still appeared high, while other lead parameters were normal. The lead was thus not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that after placing this right atrial (ra) into target position the pacing thresholds were higher than expected. After multiple position changes the pacing thresholds still appeared high, while other lead parameters were normal. The lead was thus not implanted and returned for analysis. No adverse patient effects were reported.